Event description:
Reporter alleged the customer obtained discrepant blood glucose of 400 mg/dl on the complete system compared back to back with a result of 90 mg/dl on a hospital meter when testing was performed less than 10 minutes apart. Reporter indicated that the customer was hospitalized, but no information was provided as to reason for hospitalization. Reporter indicated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms and that the customer was at the hospital during the time of testing. No other actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.